Event description:
Piston rod does not go into the return mechanism [device failure] ([blood glucose increased]). Case description: medical device information: class iib. This spontaneous report is received from other country, reported by a consumer's mother as "device is damage and its piston does not go into the return mechanism and glycaemia increased to 460 mg/dl". The case concerns a female pt treated with novorapid (insulin aspart) for 6 years and novopen 3 blue for more than 5 years and ongoing due to type 1 diabetes mellitus, diagnosed 13 years ago. Medical history includes depression for which the pt is treated with an unknown product. The pt had a psychiatric appointment a month ago, she is very nervous and does not go any place alone. In 2009 (exact date unknown), the patient's blood glucose increased to 460 mg/dl leading to hospitalization. The pt received treatment with serum (a solution) and an unknown brand of insulin. The following day, the patient's glucose was above 300 mg/dl and she had to remain hospitalized for another day. It was unknown whether the pt was treated with insulin on the second day of hospitalization. The pt uses bd ultra fine needle 8 mm. The pt reported that the needle could not be attached on the pen. She did not know the date she noted the device damaging neither the start date of the cartridge. The pt buys sundry cartridges (2 to 3 cartridges each time). She does not know how many times a cartridge lasts as she is not injecting every day. The pt made a test with a new needle and noted the insulin was not coming out. The problem had not occurred before. The patient's blood glucose is currently well controlled as she is injecting with a syringe and is measuring her blood glucose every 3 hours. The pt has not experienced any previous episodes of hyperglycaemia. The pt injects herself: she does not perform air shots prior to the injection, and does not lift the skin fold but rotates the location of injection. The insulin is injected in the buttocks. The needles are not reused; they are discarded as soon as she finishes the injection. The insulin in use is stored with the device at room temperature. The insulin not in use is stored in the refrigerator inside a covered polystyrene box,. Transportation from the drugstore to her house is made in polystyrene box with cooling element in direct contact with the product. The pt diets of sugar and does not exercise. The pt is not being followed by an endocrinologist and has stopped endocrinology treatment (not further specified). The product is now being taking of the penfill with a syringe. The pt keeps injecting 3 units when the blood glucose is high and now the glycaemia is regulated. The patient's physician is not informed about the event. The product will be returned for eval. The outcome of the event is reported as "recovered completely". Please note suspect product batch was reported, however, this is not a correct batch number for any novonordisk product. Additional info on the correct batch number is being requested.